Manufacturer narrative:
Date sent to the FDA: 10/11/2021.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent surgery on (B)(6) 2009 during which the surgeon noted extensive adhesions to the anterior abdominal wall, which included a mesh that was used for previous abdominal wall closure. There were too many adhesions that the hernia could not be visualized. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.